Event description:
Event description guidant received information that this implantable lead displayed an out-of-range pacing impedance. When manually measured the pacing impedance is high but within the normal range. There is no oversensing, and threshold and shocking impedance measurements are normal. On x-ray the lead appeared normal. The patient is not pacer dependant, but has had a syncope episode which appeared related to blood pressure issues. No noise was able to be created with manipulations.